Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that ¿it wasn¿t working,¿ they were urinating too frequently since implant, so their healthcare provider lowered their stimulation yesterday. However, it was also reported that the stimulation was now too low; they weren¿t urinating, and they felt a burning sensation. Troubleshooting was not possible as the patient did not have a programmer, so it was recommended that they follow up with their healthcare provider to address their symptoms and programming. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.